Event description:
In 2008, the patient reported that while changing his insulin cartridge the plunger became stuck in the piston rod and insulin spilled insulin into the cartridge compartment. He was instructed how to remove the plunger from the piston rod and to dry the compartment with a cotton swab. He was advised to allow the infusion device to dry, and he switched to his backup infusion device. No physiological effects were reported. Upon follow up on three days later, the patient stated that he was doing well and he had not yet switched back to his primary infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.